Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.

Event description:
It was reported that the patient was undergoing a lead replacement due to the patient¿s pain having changed. The healthcare provider (hcp) was removing 2 peripheral nervous system leads and replacing them with 2 epidural leads following a successful trial. The plan was to use the patient¿s existing implantable neurostimulator (ins) since it was only 3 years old. When advancing the leads, he could not advance the lead into the bottom 8-15 port. It was stated that the bottom port should¿ve had a port plug in it since the previous configuration was 2 quads into an adaptor. The plug did not appear to be in the bottom when he removed the ins from the pocket, but he could not advance the lead into the port. It was unknown if the ins had a plug from the previous surgery but it was suspected to as this is normal for physicians to do. The hcp tried to unscrew and readvance with no success. It was then decided to replace the ins. No patient symptoms or complications were reported. The device was returned to the manufacturer for analysis. The patient was noted to be doing fine and receiving effective therapy. It was unknown if there was a (B)(6) or greater symptom reduction from before the implant. No further follow-up was required as no patient symptoms were reported and the patient was stated to be receiving effective therapy. This event will be updated once the analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-33, lot# v714493, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-56, lot# v706699, implanted: (B)(6) 2011, product type: lead. Product ID: 977a260, serial# unknown, product type: lead. (B)(4).